Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to an unknown product performance anomaly. This lv lead was successfully replaced. No additional adverse patient effects were reported.